Manufacturer narrative:
The user experienced severe hypoglycemia requiring ems transport and hospitalization while on ilet therapy. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts, no factory reset, and no motor errors; the ilet was delivering insulin as requested and responding appropriately to cgm glucose values. Additional information indicated a preceding period of hyperglycemia potentially related to site issues, followed by corrective actions and a meal announcement at low glucose levels; however, details remain limited and the sequence of contributing factors could not be fully verified. Based on available information, the cause of the event remains not established. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 07-apr-2026 it was reported that on (B)(6) 2026, the user experienced hypoglycemia with blood glucose (bg) levels of 39 mg/dl resulting in hospitalization. Emergency medical services were contacted, and the user was admitted on (B)(6) 2026 and treated with medical intervention. Discharge date is unknown. No long-term health effects were reported.